Event description:
In february of 2001, it was reported that the patient's skin flap became infected. The patient was unsuccessfully managed with antibiotics and explanted in 2000. The device was received for analysis by cochlear on 05/02/2001.